Event description:
It was reported that, during reprocessing, the colono videscope tested positive for >83 colony forming units (cfus) of citrobacter freundii and pseudomonas aeruginosa. A second test was performed 13 days later and tested positive for 213 cfus of pseudomonas aeruginosa in the aspiration/biopsy channel and micrococcus luteus in the aspiration/biopsy channel. A third test was performed 9 days later and tested positive for 100 cfus of citrobacter braakii and pseudomonas aeruginosa in the aspiration/biopsy channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.